Event description:
The pt experienced stimulation in the wrong location. If he increased the stimulation above 3.0 he felt painful stimulation in his chest. He has had this problem for a while but the confirmed lead break was not found until (B)(6). Additional info has been requested.

Manufacturer narrative:
(B)(4).